Event description:
Initial results for two pt potassiums were 6.7 and 7.1 mmol/l. When repeated on another instrument, the results were 5.2 and 5.3 mmol/l. When repeated on a third instrument, the results were 5.2 and 5.3 mmol/l. The incorrect results were not reported. The field svc rep was unable to determine a cause for the discrepant results.